Manufacturer narrative:
Additional information : the lot was manufactured between october 01, 2018 - october 02, 2018. One (1) sample was received for evaluation. Bag was sliced at the upper left side where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak form the base of the spike port tubing. The reported condition was verified on the returned sample. The cause of the condition could not be determined. This issue is being further investigated. The remaining samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three to four (3-4) bags of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.